Event description:
In 2006 essure was implanted without nickel allergy test. I wasn't informed about side effects. I just put my symptoms together and realized this device has to be bad for my body. I have gained 40 lbs and the chronic fatigue, headaches, and joint pain is worsening. I work for a hospital and the procedure is done weekly on at least 3 girls. I just want to stop this procedure. The women I'm sure are not being informed of potential risk.